Event description:
The customer reported that there was no inflow and no outflow for dialysis with a tego¿ connector, immediately after changing out the tego, then, then there is inflow/outflow again after replacing or the removing the defective tego. The issue occurred from (B)(6) 2025. The tego was already in use or was put into use. The tego in question was placed on (B)(6). The number of treatments performed with the tego in question before the problem occurred was 0 to 3. The tego was removed immediately after discovering the problem. Nothing was used in combination to the tego. They can generally get the tego off easily. They only exchanged it for a different tego. There were no medical devices available that can be used with the tego and that may be used in investigating the cause. No patient blood loss. The patient did not require additional treatment and there was no report of any human harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).

Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed, and no nonconformities were found that would have led to the reported complaint.